Event description:
It was identified at bench repair that the loudspeaker had an unsoldered wire and alarm appeared indicating speaker failure. The device was not in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. The bench repair technician (brt) confirmed that reported problem "the loudspeaker had an unsoldered wire and alarm appeared indicating speaker failure" and there was no sound on the device. Bench repair technician (brt) replaced the (453564238621, ms_x2 assy cbl x2/mp2 speaker assembly) to resolve the issue. The cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. Reporting address state: 46.